Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus in a variceal ligation procedure on (B)(6) 2025, for the treatment of variceal bleeding. During the procedure, the endoscope and the ligator were prepared. After the ligator was installed, the first, second and third bands were deployed normally, and the fourth band could not be deployed. Procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy a2. Exact age at the time of event was not provided but patient was over 18 years old. E1: initial reporter facility name: rptr facility name: (B)(6) hospital.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during a variceal ligation procedure on (B)(6) 2025, for the treatment of variceal bleeding. During the procedure, the endoscope and the ligator were prepared. After the ligator was installed, the first, second and third bands were deployed normally, and the fourth band could not be deployed. Procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. The patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy . A2. Exact age at the time of event was not provided but patient was over 18 years old. E1: initial reporter facility name: (B)(6). Device evaluation summary: the speedband superview super 7 ligator housing was returned for analysis with four bands attached to it and two of them are overlapped and broken. The teeth were found bent and the handle was not returned. The marks on the ligator housing teeth implies that the device might have been used with too much force causing the teeth to be damaged. Alternatively, this could be attributed to the way the physician was entering the device through the patient, causing the teeth to be damaged and also affecting the functionality of the handle when deploying the bands. A customer provided picture shows the ligator housing with four bands attached to it and two of them are overlapped and broken. It is most likely that the technique used by the physician during the procedure was the reason why two bands ended up getting damaged and overlapped by the force applied from the handle since the bands weren't being deployed. Based on the evidence, the reported event of bands failure to deploy can be confirmed. With all the available information, boston scientific concludes that the most probable cause assigned is adverse event related to procedure.